Event description:
It was reported that while using bd facs calibur¿ biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: sample is dripping. 1. Is the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was the fluid spraying under force? No. 4. Is leaked liquid type known? Biohazardous or non-biohazardous? Biohazardous. 5. Did the leaked liquid have bleach mixed in? No. 6. Was anyone injured due to the leaked liquid? No."

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facscalibur 4 clr with sort sensor unit, part # 343023, serial # (B)(6). Problem statement: customer reported complaint of a waste leakage not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 14jul2020 to 14jul2021. Complaint trend: there are 13 complaints related to a leakage of fluid not contained within the instrument; date range from 14jul2020 to 14jul2021. Manufacturing device history record (DHR) review: DHR part #343023serial # (B)(6) , file #(B)(6), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage not contained within the instrument was due to clogged fluidics tubing. The fse (field service engineer) responding to the complaint confirmed the leakage and found the clog to be within the tubing connected to the waste container. The fse removed the tubing, replaced it, and verified that the instrument was no longer leaking. They then used the calibur iron string from the customer¿s pm kit to clear the needle¿s fluid path. No parts were requested for evaluation as the replaced part is not returnable and was discarded. After the repair the instrument was tested and was performing as expected with no further leakages. Finally, the fse noted that if the problem reoccurred, the dcm pump would be replaced. Although the leakage contained biohazardous material which can pose a risk of contamination upon skin contact, the customer confirmed that they did not come in contact with the leakage and were not harmed in any way. Additionally, the leakage was not under pressure and thus did not pose a significantly increased risk of exposure. While the instrument was being used for clinical diagnoses, there was no patient involvement during the incident and thus no patients were affected. Proper daily and monthly cleaning procedures can be found in the bd facscalibur¿ instructions for use, 23-12911-02 rev. 1/vers. A, under the section titled ¿maintenance¿. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2001. Defective part number: n/a. Work order notes: o subject / reported: sample is dripping in facscalibur 343023 s/n (B)(6). O problem description: sample is dripping. By (B)(4) on 13/07/2021. O work performed: before change the waste tubes in the system, open clogged tube leading to the waste container. Change the waste tubes and verify no needle dripping. Open needle path with calibur iron string from the customer pm kit. Instrument is ready for use. O cause: clogged tubes. O solution: if the problem re occur, the dcm pump will be replaced. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 342973-01ra, rev. 01/vers. A, bd facscalibur failure mode and effect analysis was reviewed. The severity rating in this file is ¿5¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby a waste leak is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes no. Item: droplet containment module. Function: to contain droplets. Potential failure mode: droplets not contained. Potential effects of failure: all of the sample is. Potential causes/mechanisms of failure: pump not properly sealed. Current controls: n/a. Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Sev: 5. Occ: 5. Det: 1. Rpn: 25. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to clogged fluidics tubing. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to clogged fluidics tubing. The fse removed the clogged tubing connected to the waste container and replaced the tubing while verifying the instrument was no longer leaking. They then used a calibyr iron string from the customer¿s pm kit to clear the needle path. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no further leaks occurred. The safety risk is limited, s2, and there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facs calibur¿ biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: sample is dripping. Is the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was the fluid spraying under force? No. Is leaked liquid type known? Biohazardous or non-biohazardous? Biohazardous. Did the leaked liquid have bleach mixed in? No. Was anyone injured due to the leaked liquid? No"